Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2011 and mesh was placed. Concomittantly, the patient underwent an open gastric bypass procedure. For the hernia repair, mesh was fixated using sutures and protacks and the abdomen was closed. When the effect of the anesthesia wore off, the patient started pushing as if inflating a balloon. The force produced caused the mesh to be pulled with great abdominal pressure and bursting sounds were heard. The surgeon decided to reopen the patient. The surgeon found that some protacks had stretched completely, but suture remained intact. The mesh burst at 5 or 6 fixation points. Bilateral component separation was performed to relieve stress. The ruptured part of the mesh was cut. The mesh was then refixated with sutures only. A different mesh was placed in a sandwich technique. The patient was discharged on (B)(6) 2011.